Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out range impedance. The lead was reprogrammed and continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.